Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, pain, folds and visualization of liquid in the prosthesis. Additional report of cyst is deemed not device related. Patient treated with singulair 20 mg/ per day + ¿ainh¿. The device remains implanted.

Event description:
Healthcare professional reported capsular contracture baker grade IV, pain and visualization of liquid in the prosthesis. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma-late.